Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to all the buttons having a flatten dome switch. Analysis was unable to verify excessive "no delivery" alarm or motor error alarm due to unresponsive keypad/buttons. The motor passed motor test. The pump had scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had button error alarm, motor error alarm, and no delivery alarm. The blood glucose at the time of the incident was 180-200 mg/dl. The customer states the pump alarmed motor error days prior to the button error. The customer states the pump was not exposed to a high magnetic field. The customer states they are able to complete the rewind. The no delivery alarm was resolved by a complete set change. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.